Manufacturer narrative:
Product available to stryker: updated. Expiration date: addedreturned to manufacturer on: updated. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the catheter shaft was broken (cut) at the junction between the strain relief and the catheter shaft. In addition, there was evidence of bending and slight stretching near the location of the break. During the functioning test, a patency mandrel was unable to advance due to the break to the catheter shaft. Based on the information currently available and the device inspection, an assignable cayuse of handling damage will be assigned to the reported and analyzed dac shaft broken, to the reported device or component could not be removed from package and to the analyzed dac shaft deformed, as the issue is due to handling of the device or portion of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use.

Event description:
During the preparation, it was reported that the catheter had been sliced through and the end was hanging off by a thread when it was removed from the package. The customer did comment that ¿there was difficulty to remove the device from the package and the device had to be pulled out of the box which could potentially contribute to the damage of the device¿. The procedure was completed successfully after changing to another device. No clinical consequences reported to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
During the preparation, it was reported that the catheter had been sliced through and the end was hanging off by a thread when it was removed from the package. The customer did comment that ¿there was difficulty to remove the device from the package and the device had to be pulled out of the box which could potentially contribute to the damage of the device¿. The procedure was completed successfully after changing to another device. No clinical consequences reported to the patient.